Event description:
It was reported prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification. Following successful implant of the valve at a depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), the valve dislodged to 0 mm on the ncc and lcc. Subsequently, an additional pre-bav was performed with a non-medtronic 18 mm balloon, and a non-medtronic 20 mm valve was implanted. Per the physician, the patient's small hyperdynamic left ventricle, unbalanced calcium load on the leaflets, and extreme aortic root angle of 85-90 degrees contributed to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.